Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 424 mg/dl. She corrected her blood glucose level with two manual injections. When she was filling the tubing, insulin came out fast and it did not stop. However, when she filled the cannula nothing came out. Insulin was squirting out during the manual prime process. In the alarm history a compromised force sensor system alarm was found. The drive support cap was recessed. The product was not returned. Nothing further to report.